Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. It was observed that two sessions on the date of issue where only one session recorded a task transition till the navigation task. Logs captured infrared interference errors for all the instruments added; however, these errors were not helpful in finding the root cause of the reported inaccuracy. The provided archive captured 1 computed tomography (CT) exam and 5 magnetic resonance (mr) exams. The software analyst noticed that all the mr exams were not as per the imaging protocol because of the difference in the slice spacing and the thickness values. User merged the CT-1, mr-1, and mr-3 together by taking CT-1 as a reference. Archives captured four successful registrations within the passing error metric of 5 millimeters (mm). User collected a good number of trace points, but few points were sunken inside the skin; additionally, few points were in red, hence suggested the user to stop the registration while lifting the instrument in the air. However, the logs and the archives did not provide the root cause of the reported inaccuracy. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the surgeon reported that navigation with their kinevo microscope "lost accuracy". Patient present, 10-15 minute surgical delay. No known impact to patient outcome. Troubleshooting was performed, the site had not yet navigated other instruments, the tumor being resected was behind the patient's eye, and when navigating the scope probe instead, the surgeon reported the accuracy was restored. The site proceeded with the procedure using th scope probe in place of the scope tracker for navigation. The heads-up display (hud) was still being utilized.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.